Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found there was no indication that manufacturing procedures could have caused or contributed to the reported issue. It has been about 1 year since the subject device was manufactured. Based on the results of the investigation, the issue (broken jaw) was found to be linked to a specific jaw lot. A CAPA (CAPA-201438) was opened, and a stop shipment was initiated due to the investigation findings. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device was returned for evaluation. Olympus received the defective item without plug unit. Product label/lot number is missing. One of the two jaw was broken and the broken piece of the jaw was not returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during a gynecological surgery, when using the forceps to coagulate and cut, one of the blades of the jaw was broken and was retrieved from the patient. The procedure was completed with a similar device by laparoscopic intervention. Customer reported the same issue happened in a different procedure. The physician had the impression that the devices are now softer than before. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - 1 of 2 procedures. (B)(6) - 2 of 2 procedures. This report is for (B)(4).